Event description:
It was reported that a flogard infusion pump presented an air in line alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced at the customer site by a field service technician. Visual inspection determined that the device was in a good physical condition. A review of the alarm log identified an occurrence of the air in line alarm, confirming the reported condition. The cause of the air in line alarm was determined to be out of calibration air sensors. To correct the condition, the air sensors were recalibrated. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.